Event description:
Baxter reported a "leak between ti-adapter and patient adapter" of the transfer set. This was noted after use with no patient injury or medical intervention reported according to the complaint coordinator.